Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events (B)(6) 2012 as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to removal hernia mesh." Medical records were not provided and a the description does not clearly define if the referred to removed hernia mesh is device #1, device #2, or both. A clear reason for removal of hernia mesh is not provided at this time. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. This emdr represents the bard device implanted on (B)(6) 2006 (device #1). An additional emdr was submitted to represent the bard device implanted on (B)(6) 2008 (device #2) and device implanted on (B)(6) 2014 (device #3). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient had a bard/davol oval composix kugel mesh, product code 0010201, lot number 43lpd248 (device #1) implanted to repair a ventral hernia defect. On (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code 0010203, lot number 43jqd198 (device #2) implanted to repair a recurrent ventral hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to remove the hernia mesh. On (B)(6) 2014: the patient underwent surgery for repair of a recurrent ventral hernia. A bard/davol ventrio, reference number (B)(4), lot number huwd0666 (device #3) was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair a recurrent ventral hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the defendants' alleged defective mesh products.

Event description:
The following was alleged by the patient's attorney: 12/07/2006: the patient had a bard/davol oval composix kugel mesh, product code 0010201, lot number 43lpd248 (device #1) implanted to repair a ventral hernia defect. 01/08/2008: the patient had a bard/davol oval composix kugel mesh, product code 0010203, lot number 43jqd198 (device #2) implanted to repair a recurrent ventral hernia defect. 08/07/2012: the patient underwent an additional surgery to remove the hernia mesh. 01/09/2014: the patient underwent surgery for repair of a recurrent ventral hernia. A bard/davol ventrio, reference number 0010212, lot number huwd0666 (device #3) was implanted to repair the hernia defect. 07/30/2016: the patient underwent an additional surgery to repair a recurrent ventral hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the defendants' alleged defective mesh products. Addendum per additional information provided: 07-dec-2006 - patient was diagnosed with incarcerated ventral hernia thereby underwent open hernia repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿two separate hernia sacs with incarcerated contents were identified and excised. A small composix kugel mesh (device #1) was placed and sutured.¿ 08-jan-2008 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of composix kugel mesh (device #2). Per operative notes, ¿the underlying hernia sac was identified on right abdomen. A composite kugel patch (device #2) was placed circumferentially and sutured." 07-aug-2013 - patient was diagnosed with infected mesh thereby underwent repair with removal of meshes (device #1 and device #2). Per operative notes, ¿a large amount of pus was drained from the old surgical scar. A clear pocket of serosanguineous seroma was encountered and got down to the abdominal wall, the fascia was identified, freed circumferentially and completely. No residual mesh could be identified. The repair was closed primarily with prolene sutures.¿ 09-jan-2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventrio mesh (device #3). Per operative notes, ¿a large hernia sac was encountered and excised. Lysis of adhesion was completed. The defect was covered with large ventrio patch (device #3) placed deep to the abdominal wall and tacked.¿ 30-jul-2016 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with the implant of xenmatrix ab graft (device #4) and bard flat mesh (device #5). Per operative notes, ¿small bowel and transverse colon were reduced from large defect in the abdominal wall. The defect was covered with xenmatrix mesh (device #4) in the posterior abdominal wall and sutured. The other defect was covered with a piece of bard flat mesh (device #5) and sutured." Attorney alleges that the patient had abscess, adhesions, pain, bowel/intestinal obstruction, emotional injury and hernia recurrence.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events (B)(6) 2012 as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to removal hernia mesh." Medical records were not provided and a the description does not clearly define if the referred to removed hernia mesh is device #1, device #2, or both. A clear reason for removal of hernia mesh is not provided at this time. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the explant date, date of event and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 8 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, bacterial infection, seroma, and fistula thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma and fistula as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: b3 (date of event), d.6b (date of explant), h.4 (manufacturing date) this supplemental emdr represents the bard/davol composix kugel mesh (device #1). Additional supplemental emdr's were submitted to represent the bard/davol composix kugel mesh (device #2) and ventrio mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned